Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to dislodgement which confirmed via x ray and loss of capture (loc) at 7 volts. This rv lead was replaced. No additional adverse patient effects were reported.